Manufacturer narrative:
It was reported that the end-user had the foley catheter placed on (B)(6) 2020 at 8:05am and at approximately 9:50am it was noted that the tip of the catheter was visualized through the bladder wall. The client was scheduled for a lap assisted hysterectomy and while advancing the tip of the catheter the tip went through the bladder wall resulting in an additional repair to the bladder. The surgery scheduled as a laparoscopy assisted vaginal hysterectomy (lavh) turned into a laparotomy with cystotomy repair. According to the facility the patient is continuing with the foley catheter and underwent a cystogram on (B)(6) 2020 without evidence of contrast extravasation. The patient continues to follow up with a urologist. The sample was returned to the manufacturer for evaluation; however no manufacturing defect could be determined. No additional information is available. Due to the reported incident and in an abundance of caution, this is an MDR reportable event. If any further relevant information is identified or obtained, this report will be reopened and re-evaluated.

Event description:
It was reported that the tip of catheter penetrated the bladder wall requiring surgical intervention.